Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced severe high blood glucose levels and was hospitalized. On (B)(6) 2015 the customer was hospitalized with a blood glucose level of 1,135 mg/dl. The customer had pneumonia and a diabetic ketoacidosis. Since (B)(6) the customer was hospitalized three times. Her insulin pump was removed and she was placed on insulin drip. She ignored the air bubbles in the tubing. The infusion set had a bent cannula. The customer had a (B)(6) and was hospitalized on (B)(6) 2015 with a high blood glucose level of 419 mg/dl. The customer fell and had her left toe removed. The reservoir was exposed to extreme heat. The customer was hospitalized again on (B)(6) 2015 with a high blood glucose level of 729 mg/dl. The customer woke up very sick and began to vomit. The customer was wearing her insulin pump at the time of the emergency room visits. The device was not returned.